Event description:
It was reported that during a minimally invasive esophagectomy the device was placed in the port to cut the endo-stitch and would not open to cut the suture. Another device was used. The procedure was not altered but a delay occurred due to having to get another device. There was no patient injury. This report is being filed for the findings upon device evaluation.

Manufacturer narrative:
Final device investigation found that the device was returned with a breach in the shaft insulation. Upon evaluation, the device was functionally tested. The trigger of the device did not operate freely. The shaft rotated freely, but the jaw did not fully open and close. The device did not pass the cut test. The device was electrically tested and passed the continuity test, but did not pass the insulation test. The device history record was reviewed and no discrepancies were noted.